Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hospitalized for diabetic ketoacidosis on an unknown date. Customer stated that from last two week they had gone through 6 sensor and had been hospitalized for diabetic ketoacidosis. Customer stated that sensor received sensor updating alert and change sensor alert. Customer stated that in the period of manual mode while waiting for auto mode to warm up customer went into diabetic ketoacidosis. Customer went back to insulin pump and the sensor had behaved the same way. The insulin pump will not be returned for analysis.